Event description:
Clinical study. Same case as 6000089-2006-01589. It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the patient had stent thrombosis (st) and required a target vessel reintervention (tvr). The 1st lesion being treated in the index procedure was a 2.6 x 14mm, 75% stenosed, mildly tortuous, mildly calcified lesion located in the distal circumflex (dst cx) with possibly thrombus present. Grade b dissection was found proximal to the target lesion. The physician treated the lesion with pre-dilation and successful placement of a taxus liberte' 2.50x16mm drug eluting stent. The post-procedure target lesion had 0% diameter stenosis. The 2nd lesion was a 2.6 x 10mm, 45% stenosed portion located in the same dist cx artery. The physician treated that target lesion with pre-dilation and successful placement of a taxus liberte' 2.50x12mm drug eluting stent overlapping the previously implanted one. The stent was also post dilated. The post-procedure target lesion had 15% diameter stenosis. There were no reported complications. The patient was discharged the next day on aspirin and plavix. Two days after the implant procedure, the patient has st in the target lesion confirmed by angiography. Patient required a tvr for 100% lesion stenosis. The physician treated the lesion with angioplasty balloon. The post-treatment lesion had 30% diameter stenosis. In the opinion of the physician, the relationship of the st and tvr to the taxus liberte' stent is unk. The patient was taking aspirin and plavix at the time of this cardiac event. This product is only ous approved but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.